Event description:
Oxygen regulator malfunction; breath sounds (anteriorly) with small amount of rhonchi. Pt states she has no chest discomfort. Respiratory therapy paged and checked equipment and pt. Pt sats were at 97%. Unfortunately, facility cannot identify the particular unit which was affected. However, rptr is told by biomed personnel that if the unit was malfunctioning it would have been replaced and not repaired.